Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had limited longevity. It was also reported that the right atrial (ra) lead dislodged. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.